Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's time settings were incorrect. A technical support specialist updated the station time to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es system prevented user from logging in to the device, due to 10-minutes time-off restriction. The customer reported that the users experienced significant delays, and screen became unresponsive for a duration of 1 to 3 minutes during the login process, which may result in patient safety issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's time settings were incorrect. A technical support specialist updated the station time to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system prevented user from logging in to the device, due to 10-minutes time-off restriction. The customer reported that the users experienced significant delays and screen became unresponsive for a duration of 1 to 3 minutes during the login process, which may resulted in patient safety issue. There were no adverse events or injuries reported based on this event.